Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: september 24, 2015 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three (3) detent balls were missing from a strong arm instrument. The issue was discovered during inspection with no patient or surgical involvement. No additional information was available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: after reviewing the device it was determined that the component outer body detent 1 had disengaged from the main assembly and the 3 detent balls were missing from the assembly. The device history record reviews indicated that these instruments were manufactured per specifications and the complaint issues are not related to the manufacturing process. This claim is supported by an inspection of all possible dimensions for the components which verifies that the manufactured parts conform to specification. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.